Event description:
Doctors needed to use pediatric c-mac bronchoscope for intubation. There is a small adapter that allows for suction. The equipment was not suctioning. Upon investigation, it was found to be the adapter that is one size up from the blade so that's why no suction. When investigation, it was found that the order number for the parts are almost identical to each other and we ordered the wrong one by mistake. The correct one is (B)(4). The one ordered by mistake is (B)(4). No harm to pt.